Event description:
It was reported that the display of the blood glucose monitor was defective. There were 10 thin vertical stripes on the left-hand side of the display and the screen was blue.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.